Event description:
A dr called to request a replacement pump. It was stated that the customer has been admitted for dka twice. Troubleshooting was performed. Pump did not pass the pressure test and it was discovered small air bubbles in the reservoir. Also it was found that the customer stores the insulin in the reservoir and did not warm the reservoir prior to the first use. The customer has been disconnected from pump for twenty-four hours.